Event description:
While removing trash from the trash room on one of the nursing units, an employee received a puncture wound from a needle which was sticking out of the side of the plastic needle container.